Event description:
On (B)(6) 2015, the device was replaced with the same new product due to the suspected occlusion of the valve. The patient¿s condition is good after the revision. Further information would be provided as soon as jjkk receive it from the facility.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test. The valve was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was retested for programming. The valve failed the test. The valve was tested for reflux, the valve passed the test. The valve was then pressure tested at 40mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, cam mechanism pillar, and base plate the cam magnets were also controlled. A demagnetization of the magnets was observed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 5nd december 2000. The occlusion suspected by the customer was not confirmed during product investigation. The demagnetization of the magnet observed could be linked to an exposure of the valve to a strong magnetic field. Dr was initiated to investigate the cause of chpv demagnetization. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.